Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (500 mcg/ml at 50 mcg/day) via an implantable pump for non-malignant pain. It was reported that the physician performed a routine catheter access port (cap) study on (B)(6) 2026 in preparation for a prophylactic pump replacement due to eri occurring in less than 13 months. The cap study was negative. They reduced the intrathecal dosing to a minimum rate and scheduled the patient for a catheter revision with routine pump replacement. The physician denied any history of volume discrepancies. The patient was taken for the planned catheter revision with the prophylactic pump replacement. They began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. They then proceeded to dissect the entire length of the proximal segment from the subcutaneous tissue. Once the proximal segment was freed, they used an adson tool to open up the existing collet and disconnected the proximal segment from the existing spinal segment. After doing so, they noted freely dripping csf from the spinal segment. At this time, they opted to replace the proximal segment of the catheter only. The hcp was given an proximal segment revision kit, of which 42 cm was trimmed. They connected the new proximal segment to the existing spinal segment and then to a new pump. The new spinal segment was 87.4 cm long and the proximal segment was 31.7cm for a total implanted length of 118.1cm with a volume of 0.260 ml. After doing so, they performed a catheter aspiration from the port before and after placing the pump back into the existing pump pocket, with positive return of csf. Incisions were then irrigated enclosed. There were no allegations regarding the pump and the physician discarded it. The issue was resolved at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 26-aug-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.